Event description:
Additional information was received indicating medical confirmation of the adverse event and the intrathecal medication was determined to be the cause of the hallucinations and delusions. The patient's pump was delivering prialt concentration of 10 mcg/ml at 0.610 mcg/day. As of (B)(6) 2014, the patient's creatinine kinase was 108 (normal range). The patient's medical history included seizure disorder. Other concomitant medications included : intrathecal morphine, norco, valium, amitriptyline, neurontin, ambien, keppra, depotestosterone and crestor.

Event description:
Additional information received reported that the symptoms the patient experienced were determined to be part of hallucinations or delusions.

Event description:
The patient reported experiencing secretion or flakiness in nose, left ear and eyes. The patient was evaluated by multiple doctors but nothing could be determined. The clinical diagnosis was hallucinations or delusions possibly caused by prialt. The severity was noted as mild. Intervention included reprogramming. The outcome was resolved without sequelae (B)(6) 2014. The pump was used to deliver prialt and morphine.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).